Event description:
The user facility reported that water was leaking from their big blue filter housing for their system 1e processor. No report of injury or procedural delays or cancellations.

Manufacturer narrative:
A steris service technician inspected the big blue filter housing assembly and found the housing cap was completely cracked and separated. The technician replaced the big blue filter housing cap, ran a diagnostic cycle and confirmed the system 1e to be operating properly. No additional issues have been reported.